Event description:
A biomed from one of our user facilities called to report that one of their user interface modules is flashing and becoming dark intermittently there was no pt involvement at the time of this incident.

Manufacturer narrative:
(B)(4). Per the customer's request carefusion technical support placed a svc repair order for the device to be returned and repaired. The alleged faulty user interface module was returned to carefusion on february 18, 2015. Carefusion factory svc dept evaluated the device, but were unable to duplicate the problem. They let it run for a period of one week, but were still unable to duplicate the reported incident. As a precautionary, they replaced the front bezel assembly, and did a complete performance check. After confirming that the user interface module was operating according to MFR spec, the device was returned to the customer.